Manufacturer narrative:
According to the complainant the device will not be returned for investigation as the device was discarded. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown, omnipod software app version: 3.1.6, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: dexcom g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka) on (B)(6) 2026. The patient's blood glucose (bg) levels reached around 700 mg/dl while wearing the pod between 4 and 24 hours. The pod was leaking insulin and the sensor was "not working." Consequently, the patient relied on fingerstick bg measurements. Symptoms reported include feeling unwell, pain, vomiting and nausea. The patient was treated with insulin drip, unspecified intravenous fluids and potassium and pain killers. The patient was still admitted at the time of this report. The pod was removed and discarded at the hospital. Additional information is being solicited, a supplemental report will be submitted if received.